Event description:
It was reported that the patient experienced increasing pain due to catheter tip fibrosis on the intrathecal portion of the catheter. The patient experienced increased pain despite medication titration. A (B)(4) study was performed and results showed catheter tip fibrosis and dysesthesia. The catheter was replaced and disposed of. The patient outcome was reported as resolved without sequelae. The device system was used to deliver fentanyl, bupivacaine and clonidine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient developed an infection and inflammatory reaction due to the device and catheter kink, and/or catheter tip fibrosis. The patient underwent a side port intrathecal catheter evaluation and received a diagnostic intrathecal opioid injection. Myelographic results showed there was a gravity dependent layer in along the posterior spinal canal in the caudal direction. There was no granuloma formation at the tip of the catheter. Fibrosis was noted at the tip of the catheter with spread limited to the distal catheter body. Dysesthesias were noted with injection. Parasthesis were noted with injection. The patient was re-evaluated 30 minutes following the intrathecal opioid injection and was found to have minimal decrease in pain from 9/10 to 6/10 but still demonstrated significant pain behavior and was dissatisfied with pain relief. During surgery on (B)(6) 2012 removal of thoracic (t11) intrathecal catheter, repair of csf fistula, implantation of thoracic (t8-9) intrathecal catheter, and thoracic myelography took place. The catheter was carefully dissected away from its investing fibrous tissue and the catheter was removed from the intrathecal spine. There was noted to be a copious return of csf fluid through a fistulous tract requiring repair. Repair was accomplished.